Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unsure whether to perform a supply change on the ilet and, after reviewing device history, completed a cartridge and infusion set change with agent guidance using a teflon 23" inset, after which insulin delivery resumed without issues; blood glucose was 195 mg/dl, trending down after a prior meal. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and successful troubleshooting with education provided. Investigation included customer interview and device use review. Investigation of this case revealed no device malfunction, no alarms, and successful device function after proper supply replacement and restart. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.